Event description:
It was reported that the device was used during a gastric bypass procedure. Two rows of staples did not fire, it cut but did not staple. The staple linen was oversewn and another device used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/11/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.